Manufacturer narrative:
Failure analysis confirmed button error alarm and intermittent button response due to corroded keypad traces. There were no ramping numbers noted on the display. There was no moisture damage found inside the battery compartment. There was a battery out limit alarm due to corroded lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 238 mg/dl at the time of incident. The customer stated the insulin pump received a battery out limit alarm. The customer stated that the numbers were ramping on their own. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.